Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: not applicable as there was no patient contact with the device. Section a-3a patient sex: not applicable as there was no patient contact with the device. Section a-3b patient gender: not applicable as there was no patient contact with the device. Section a-4 patient weight: not applicable as there was no patient contact with the device. Section a-5 patient ethnicity: not applicable as there was no patient contact with the device. Section a-6 patient race: not applicable as there was no patient contact with the device. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During the procedure, a haptic fracture was detected and it was decided not to use the dib00 model intraocular lens (iol). There was no patient contact. The doctor did not use a back-up lens. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13-nov-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the simplicity that corresponds to this complaint was received inside the original folding carton. The patient stickers, implant notification card, patient implant identification card, dfu, and a plastic simplicity insert were also received. During a visual inspection, the device was inspected under magnification. The simplicity was visually inspected revealing that the lens was stuck in the base of the cartridge. Ophthalmic viscosurgical device ¿ viscoelastic (ovd) was not observed to be distributed throughout the cartridge. Lens module was opened and inspected, and no damage was observed to the lens module, however damage to the handpiece was observed. The plunger rod was inspected, and no issues were identified. The lens was removed from the cartridge revealing that the lens was damaged and had 2 detached haptics. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.